Event description:
It was reported the battery voltage varied and had monthly measurements of 2.65 volts, 2.61 volts and 2.81 volts. Review of device data showed the most recent battery voltage at 2.96 volts (vs 2.81). The patient was being monitored monthly because it was believed the device was approaching eri (elective replacement indicator). Eri had not set and the device was functioning normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.96v. This is within expected limits.

Event description:
It was reported the battery voltage varied and had monthly measurements of 2.65 volts, 2.61 volts and 2.81 volts. Review of device data showed the most recent battery voltage at 2.96 volts (vs 2.81). The patient was being monitored monthly because it was believed the device was approaching eri. Eri had not set and the device was functioning normally. An additional measurement taken 3 months later showed the battery voltage was 2.61v when measured in the office and 2.9-2.95v when device data was reviewed. It was also reported there was a question as to why the p and r-waves were not visible on the monitor strip and there were not very many p-wave being measured over time and not many r-wave over the last two weeks. It was further reported there were dashes where the measurement should be listed. There was also a question about battery impedance for the patient.

Event description:
It was reported the battery voltage varied and had monthly measurements of 2.65 volts, 2.61 volts and 2.81 volts. Review of device data showed the most recent battery voltage at 2.96 volts (vs 2.81). The patient was being monitored monthly because it was believed the device was approaching eri. Eri had not set and the device was functioning normally. An additional measurement taken 3 months later showed the battery voltage was 2.61v when measured in the office and 2.9-2.95v when device data was reviewed. It was also reported there was a question as to why the p and r-waves were not visible on the monitor strip and there were not very many p-wave being measured over time and not many r-vave over the last two weeks. It was further reported there were dashes where the measurement should be listed. There was also a question about battery impedance for the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.96v. This is within expected limits.

Event description:
It was reported the battery voltage varied and had monthly measurements of 2.65 volts, 2.61 volts and 2.81 volts. Review of device data showed the most recent battery voltage at 2.96 volts (vs 2.81). The patient was being monitored monthly because it was believed the device was approaching eri (elective replacement indicator). Eri had not set and the device was functioning normally. No patient complications were reported as a result of this event. An additional measurement taken 3 months later showed the battery voltage was 2.61v when measured in the office, and 2.9-2.95v when device data was reviewed.

Manufacturer narrative:
Event description: it was later reported that the device was suspected to have had short battery longevity. Therefore, the device was removed and replaced with a new device. No patient complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.96v. This is within expected limits.

Manufacturer narrative:
Event description: it was later reported that the device was suspected to have had short battery longevity. Therefore the device was removed and replaced with a new device. No patient complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.96v. This is within expected limits. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported the battery voltage varied and had monthly measurements of 2.65 volts, 2.61 volts and 2.81 volts. Review of device data showed the most recent battery voltage at 2.96 volts (vs 2.81). The patient was being monitored monthly because it was believed the device was approaching eri. Eri had not set and the device was functioning normally. An additional measurement taken 3 months later showed the battery voltage was 2.61v when measured in the office, and 2.9-2.95v when device data was reviewed. It was also reported there was a question as to why the p and r-waves were not visible on the monitor strip and there were not very many p-wave being measured over time and not many r-wave over the last two weeks. It was further reported there were dashes where the measurement should be listed. There was also a question about battery impedance for the patient. No patient complications were reported as a result of this event.